Event description:
Haemonetics received a report on (B)(6) 2014 for an orthopat device with a report of a blood spill. No injuries reported.

Manufacturer narrative:
The device was returned for evaluation. The report of blood spill was confirmed. There was blood ingress into the key electronic components. Carbonization was noted on the controller board, power supply and around the fuse holder. All parts were replaced and the device was upgraded to the current fluid ingress remediation to mitigate damage caused if fluid enters into the body of the orthopat device. (B)(4).